Event description:
On (B)(6) 2013, a patient underwent a port placement procedure by using powerport m.r.I. Isp. The port reportedly functioned properly, and imaging confirmed correct positioning. Eleven years, 10 months and nineteen days post a port placement, the port was removed. During removal, the port tube was extracted without resistance however, during the check, it was observed that the catheter measured only five cm, indicating that approximately five cm were missing. A chest x ray was performed, and no remaining catheter fragment was visible in situ. The patient declined further imaging, such as a CT thorax, as they were symptom free. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records cannot be performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2013, a patient underwent a port placement procedure by using powerport m.r.I. Isp. The port reportedly functioned properly, and imaging confirmed correct positioning. Post placement, on (B)(6) 2025, the port was removed. During removal, the port tube was extracted without resistance however, during the check, it was observed that the catheter measured only five cm, indicating that approximately five cm were missing. A chest x ray was performed, and no remaining catheter fragment was visible in situ. The patient declined further imaging, such as a CT thorax, as they were symptom free. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this lot. Investigation summary: although the physical device was not returned for evaluation, two photos were provided for review. The first photo shows native language text which shows product details which are matched with tw details. The second photo show partial view of catheter in which a complete fracture was noted. The broken piece was noted to be missing. Therefore, the investigation is confirmed for the reported fracture and material separation issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (medical device lot #, medical device expiration date), d6b, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.